Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge while the device was on a pt. The users switched to a different defibrillator to deliver therapy. Philips received subsequent info stating that the user was new to the device and that this was a use issue.